Manufacturer narrative:
Received updated imdrf codes from the manufacturer completed on (B)(6) 2025. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported, another scope from the same box/lot does not show a picture as soon as it was plugged in to ccu. Says it's connected but nothing comes up. No picture. A new scope was opened and used to complete the procedure with a 2 mins delay. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID_ (B)(4).